Event description:
A (B)(6) female pt contacted zoll customer support to report that the charge/modem would not power on. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger/modem would not power on. The cause for the inability to power on is a shorted regulator component u604. The root cause of the shorted u604 component cannot be positively identified. No adverse event resulted from the shorted u604 component. The pt was issued a replacement charger/modem.